Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adhesive band had been completely removed from the sensor cable. The outer shielding had been severed. The emitter was not returned. Functional testing found the emitter's internal black and red wire were broken close to the sensor. It was reported that there were low oxygen saturation levels. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the wires were exposed on the sensor. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative use, a nurse noted low oxygen saturation levels and investigated whether to replace the sensor or simply reattach it, as it had been replaced two to three hours earlier. Upon removing the sock that was keeping it in place, it was found that the tape was off and wires were exposed on the sensor. Numerical values showed 60s-70s%, whereas they had been greater than 92% earlier. The monitor was set to general pediatric settings. A new probe was placed, which again showed values greater than 92%. There was no visual alarm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.